Manufacturer narrative:
H3, h6: the device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. Probable root cause maybe kinks, leaks and blockages in the vacuum circuit, or a component failure. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the renasys touch blockage alarm was on, despite changing canisters; the procedure was successfully completed using a back-up device. No patient injury, delay or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.